Event description:
During the course of a cholecystectomy, the end pouch metal ring broke while it was inside the pt's abdomen. Both pieces were retrieved and a kubrevealed no evidence of foreign bodies.